Manufacturer narrative:
(B)(4). The complaint sleepstyle auto CPAP is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported on behalf of a consumer that a power pin from the power socket of a sleepstyle auto CPAP was removed. There was no reported patient consequence.

Event description:
A distributor in australia reported on behalf of a consumer that a power pin from the power socket of a sleepstyle auto CPAP was removed. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint sleepstyle auto CPAP was received at fisher & paykel healthcare (f&p) in new zealand where it was visually inspected. Results: visual inspection of the sleepstyle auto CPAP confirmed that one power pin was missing from the mains inlet socket. Conclusion: the reported incident was traced to an issue in the assembly process of the supplied mains inlet connector component. The supplier of the component was notified and they have made changes to the assembly process. As part of our ongoing product improvement initiatives, we recently implemented a gauge test which identifies and rejects any potentially faulty mains inlet sockets prior to assembly into the sleepstyle. The subject sleepstyle was manufactured prior to implementation of these measures. Our user instructions that accompany the f&p sleepstyle state the following: "do not use if the device, power cord or accessories are damaged, deformed, or cracked." "Do not pull on the power cord as it may become damaged." "Turn the device off at the power supply, then remove the power cord from the rear of the device."